Event description:
Complainant alleged that during a helicopter transport, while attempting to treat a pt (age & gender unknown) the device's display blanked out for approximately thirty seconds. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.